Event description:
It was reported that the right ventricular lead had high impedance, high threshold, and oversensing. Reprogramming was performed and the patient wore a lifevest until the lead was explanted and replaced. The patient is a participant in the panorama ii study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert had triggered. An rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained tachycardia episodes and sensing integrity counter greater than 30 in 3 days. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, the rv pacing impedance was up to 1026 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 2328 and non-sustained ventricular tachycardia episodes occurred with evidence of lead noise oversensing. (B)(4).